Manufacturer narrative:
Beckman coulter field service engineer (fse) evaluated the au480 chemistry analyzer and identified the failure mode as multiple hardware. The fse observed a spillage in the instrument. The fse replaced the temperature control board, sample transfer unit and sample dispenser. The fse observed high volume of fluid from the mixer wash station and replaced two (2) restrictors. The fse made all required alignments and replaced the 2 rack carbon brushes to eliminate any static issues. The fse verified system performance. No further issues were reported and the customer was satisfied. Due to multiple interventions performed, a specific part cannot be identified as the sole contributor of this event. A failure of one or more of the replaced components or a combination thereof is the likely cause of this event. Section a2, a4, and a5: information not provided by customer. The beckman coulter internal identifier: (B)(4).

Event description:
The customer reported the generation of erroneous ion selective electrode (ise) patient results on their au480 clinical chemistry analyzer. There was no report of change to treatment, injury, or death associated with this event. The customer did not provide patient data or demographics.